Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent to intended to be used to treat a severely tortuous and severely calcified lesion located in the mid to proximal right coronary artery, exhibiting 90% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was described that the physician tried to pass the stent through a non-medtronic microcatheter twice but there was resistance which prevented the passage. It was informed that the physician removed the stent and noticed that there was deformation of the struts. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 1st and 2nd stent wraps, with struts raised and bunched. Deformation was evident to the distal tip, with tip appearing uneven. The guidewire lumen patency was verified with a 0.015 inch mandrel. Image review: review of the procedural images confirmed a cag of the rca which confirmed the tortuous nature of the vessel. A procedural guidewire is positioned in the vessel. Following pre-dilation ballooning of the proximal rca a support catheter is advanced inside the guide catheter and into the proximal rca. An unidentified stent is successfully delivered and deployed in the proximal rca lesion. There are no images capturing the attempted delivery and subsequent retraction of the resolute integrity device. If information is provided in the future, a supplemental report will be issued.